Event description:
Healthcare professional reported "flipping/aesthetics". Later healthcare professional reported "patient had seromas from the galaflex". This record is for the right side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipping, seroma-late.